Event description:
The spouse of the actual end user for this product stated that he uses his wife's m71 power chair when needed. He has no feeling in his left leg and it slipped off the front riggings and got underneath the wheel. He stated that the bone in his leg broke from the knee down, didn't realize it until he noticed that his leg was all black the next day and went to the emergency room. He also stated that sometimes when he makes a turn in the chair his shoe will get caught on the wheel. No actual malfunction of the product.